Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported the insulin pump had alarmed button error. Customer's blood glucose was 7.8 mmol/l. The device is being returned for analysis.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to flattened dome switches. No unlocked keypad connector was noted. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window.